Manufacturer narrative:
Initial reporter was getinge service personnel. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 20th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was confirmed by photographic evidence the paint was peeling from fork, suspension arm and main tube. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 20th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was confirmed by photographic evidence the paint was peeling from fork, suspension arm and main tube, and also the suspension arm and main tube were corroded. We decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - powerled 500. It was confirmed by photographic evidence the paint was peeling from fork, suspension arm and main tube, and also the suspension arm and main tube were corroded. We decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during annual preventive maintenance. A technical evaluation of rust and paint peeling was performed by subject matter experts who stated that: the photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 20th september, 2024, getinge became aware of an issue with one of surgical lights - powerled 500. It was confirmed by photographic evidence the paint was peeling from fork, suspension arm and main tube, and also the suspension arm and main tube were corroded. We decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 20th september 2024 getinge became aware of an issue with one of surgical lights, powerled 500. It was cofirmed by photographic evidence the paint was peeling from fork, suspension arm and main tube. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.